Event description:
It was reported the patient was receiving stimulation in the arms and chest area, but was implanted for low back and leg pain. Reprogramming was unable to resolve the issue. X-rays were taken which revealed the lead had migrated, and additional reprogramming was attempted. It was reported the stimulation relief was not adequate. On (B)(6) 2013, the physician surgically repositioned the lead by pulling the lead down into place. It was reported the impedance readings were normal and the patient was well. After postoperative programming, it was reported the patient received effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.